Event description:
It was reported that the pump was prophylactically replaced for end of service on (B)(6) 2014. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
(B)(4).